Event description:
A 61 yr old female, admitted for right pneumonectomy. During surgery stapler placed across pulmonary artery, only cutting mechanism engaged, stapling mechanism failed pt, had to be transfused. Initially prognosis was good, has now developed adult respiratory distress syndrome.